Event description:
On july 6, 1993 distributor was advised by telephone that a series of error codes appeared on a customer's selectron-ldr-3 during a treatment. The operator responded to the error codes with appropriate actions in an attempt to resolve the problems.treatment was resumed and after several hours the problem reoccurred. At this time the customer was unable to clear the error codes and treatment was terminated. On july 8th a field service engineer from nucletron corporation arrived on site to evaluate the failure and develop a corrective action plan. Analysis determined that incorrect voltage was the result of a failed diode. Replacement of the affected interface board resolved the situation and extensive testing demonstrated that the failure would not reoccur. The defective interface board has been removed from service.